Event description:
Customer reported she was having issues with inserting the sensors. Customer stated that the needle kept getting stuck in the serter due to the serter being defective. Customer had gone through 4 sensors before being able to get one to work. Customer stated the sensor was pulled out of the skin as the serter was removed and she was able to release the needle hub assembly from the serter. Blood glucose value is 211 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 3 opened/used partial enlite sensors and performed visual inspection and found 1 of 3 sensor cannula retracted on other side of sensor base with cannula broken and broken part still in cannula tubing. Remaining 2 sensors have no missing parts, all 3 sensors have missing needles. Unable to confirm if customer received the sensors in said condition due to customer returned them opened or used.